Event description:
It was reported that a balloon rupture and blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk (lmt). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected and advanced through the strut of a previously implanted stent in the lmt. The balloon was inflated at 7 atmospheres for 10 seconds and then ruptured. There was no resistance encountered with the insertion or removal of the device; however, after removal of the device, the blade appeared damaged and possibly detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that approximately 2mm of 1 blade and approximately 1mm of another blade had detached from the balloon. The pads were intact. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 5mm distal to the distal edge of the proximal markerband. The device was inserted over a 0.014in guidewire and inserted through a 6fr sheath and was then removed from the sheath, however, a very slight resistance was noted at the position of the damage to the blades. It was also observed that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿use of the cutting balloon device is contraindicated in situations where the cutting balloon device would be passed through the side cell of a previously placed stent as the deflated cutting balloon device could become entangled in the stent.¿ (B)(4).

Event description:
It was reported that a balloon rupture and blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk (lmt). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected and advanced through the strut of a previously implanted stent in the lmt. The balloon was inflated at 7 atmospheres for 10 seconds and then ruptured. There was no resistance encountered with the insertion or removal of the device; however, after removal of the device, the blade appeared damaged and possibly detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.